Event description:
The following information was provided: it was reported that the patient's right knee was revised due to femoral pain. The cr femoral component and insert were revised to a ts femoral component and insert. Rep confirmed there were no allegations against the revised implants, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot#: unk_jr; unknown strykertriathlon 3x11 cr insert; unknown. Unk_lim; unknown stryker implex hv cement - OEM; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.